Event description:
It was reported that the patient experienced inadequate stimulation and low back and leg pain. The patient had frequent and difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.